Event description:
The customer contact reported that the prongs on the ac power cord plug were bent. The device was returned to the biomedical department with a report that indicated the device needs battery replaced. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the prongs on the ac power cord plug were bent. Though requested, no add'l info was provided.

Manufacturer narrative:
The ac power cord was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.